Manufacturer narrative:
Additional information ¿ device identification, concomitant medical products, date received by MFR, type of report, follow up type, device evaluated by MFR, device manufacture date, corrected data. Corrected information ¿ evaluation codes, additional narrative UDI information - (B)(4). Sample was received for evaluation. Images were taken of the ¿as received¿ valve and are attached. The position of the cam when valve was received was 60mmh2o. The valve was visually inspected: no defects noted. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed and passed the test no occlusion was noted. The valve was leak tested and no leaks noted. The catheter was irrigated no occlusion noted. The valve was reflux tested and passed the test. The siphon guard was tested and passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed the test. No root cause could be determined for the valve; as no functional problem was noted with the valve. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve malfunctioned and was revised. The initial setting was unknown. Then tendency of somnolence and inability to walk were confirmed and the patient visited the hospital. X-ray images were taken, however the shunt was not visible on the images. Therefore a revision surgery was performed. The new valve was implanted and the initial setting is 150mmh2o. The lumber catheter was not removed and is being used with the new valve. The patient has no primary disease. The valve was implanted due to idiopathic normal pressure hydrocephalus. The patient is under monitoring.